Manufacturer narrative:
Event: corrected approximate months from 37 months to 35 months.

Event description:
Approximately 35 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: study name: (B)(6) - patient ID # (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, restenosis and occlusion are listed as potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the right distal sfa. Approximately 37 months post index procedure, the patient experienced restenosis. A revascularization of the target vessel was performed on (B)(6) 2018. Approximately 13 months later, the patient experienced an occlusion. A successful revascularization of the target vessel was performed on (B)(6) 2019. The physician indicated both events were possibly related to the study device and procedure.